Event description:
Pt reported to medwatch that she had the essure procedure (B)(6) 2011. She claims she experienced the following symptoms post the procedure; cramping, dizziness, pain, excessive heavy bleeding, fatigue, nausea, and weight loss. She claims she had the devices removed (B)(6) 2012. Conceptus made three separate attempts to pt's email address to obtain physician name and address and to follow up with her outcome post removal. Pt did not respond. As a conservative measure this report is being filed with no verification to determine whether the devices were the root cause of the pt's symptoms.

Manufacturer narrative:
On (B)(4) 2012 - email sent from conceptus to pt's email address to obtain physician info and details surrounding her report. On (B)(4) 2012 - decision to file an MDR determined.

Manufacturer narrative:
(B)(4).